Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine interrogation it was observed that the left ventricular vectors appeared to be dropping signal in the 1-can configuration on electrocardiogram. The electrocardiogram was changed to the 2-can configuration and no signal drop out was observed. Other parameters were stable. There were no patient consequences.